Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient collapsed and had a seizure. The patient states that the receiver did not alert her of the changes in her blood glucose (bg) levels. The patient¿s son was visiting at the time and assisted the patient in calling an ambulance to take her to the hospital. The patient is unable to recall her cgm or bg levels that day nor any details of her hospital visit. The patient was given a medication for anti-seizure by her neurologist and was advised she would need further testing. At the time of the report, she was feeling well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.